Event description:
A discordant, falsely low troponin result was obtained on a dimension xpand plus with hm instrument on one patient sample. The discordant result was not reported to the physician(s). The sample was repeated six times on the same instrument. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse repaired the u-seal which has fallen off, cleaned the reagent probe 1 drain and replaced the reagent probe 1 tubing. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low troponin result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.